Manufacturer narrative:
Additional manufacturer narrative: initial reporter has been contacted several times regarding additional information and device availability. On 04/27/2007, initial reporter stated no additional information is forthcoming. Additionally, the initial reporter stated neither the suspect device nor any concomitant products are available for return to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Based on the information reported, the patient recovered with no incident relatd medical sequelae.